Manufacturer narrative:
Concomitant products: dtba1qq ICD, implanted: (B)(6) 2017; 6946m62 lead, implanted (B)(6) 2017; 457453 lead, implanted (B)(6) 2012; 37702 pain stim ipg, implanted (B)(6) 2010.

Event description:
It was reported that the day after implant, the patient complained of pain at the implant site and was noted to have oozing/bleeding at the site. The patient was found to have acute anemia related to bleeding/hematoma at the device site with a drop in their hemoglobin. The patient was given a blood transfusion. The device remains in use. At a follow up appointment, the patient stated that they had been having twitching/possible phrenic nerve stimulation since the implant and it has continued for about a week. The patient described the twitching as "an awful feeling, like my whole body jerks". At a device check, a higher threshold on the left ventricular lead did create a stimulation, but the patient stated that it was not the same. The symptoms the patient had been experiencing could not be reproduced and no changes were made at that time. At a subsequent follow up a few weeks later, the twitching and "jerking" in the patient's side had not resolved. Multiple reprogramming adjustments were made until the "jumping" feeling was gone. The left ventricular lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.